Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic the user reported insulin pump¿s arrows buttons were unresponsive. Customer stated they were unable to navigate the screen using up arrow and down arrow button. Customer was able to access the menu screen. Customer stated the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Keypad traces inspected and no damage noted on keypad traces. Device received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, missing serial number label, pillowing keypad overlay and minor scratches on case.